Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿ product requested, not yet received.

Event description:
It was reported that the tip of the reamer fractured in the cutting guide, the fractured piece did not fall into the patient and was removed from the surgical area. The procedure was completed procedure with another instrument. No pieces fell in the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records and the receiving inspection certificate found these units were released to distribution with no deviations or anomalies. Visual inspection of the part confirmed that the tip of the reamer has fractured. Additionally there is discoloration and spotting indicating corrosion/oxidation below the nitride coating. This fracture likely occurred due to the reamer being incorrectly position in relation to the mill guide however, a root cause cannot be determined. This device is used for treatment.